Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. There have been 2 other complaints in the lot. No deviations or non-conformances were found. The customer did not return any samples for evaluation. Additionally, no photographic or visual evidence was submitted that would have allowed this allegation to be reviewed. Without the necessary evidence, a thorough investigation cannot be performed. Determining a root cause and corrective action is not possible. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
A customer reported that during a biopsy sample the blue lid of the device snapped off when being primed on one occasion. The device had already been used for one biopsy, so the customer disposed of it and it is not available for return.

Manufacturer narrative:
UDI related data quality updates only.